Manufacturer narrative:
Implant date is on or about (B)(6) 2009. It was reported that a patient underwent placement of a optease vena cava filter. According to the information provided, the patient had a computerized tomography scan for an update on the filter, approximately eight years and nine months, post index procedure. The scan revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the inferior vena cava (ivc). The information also indicated that as a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief the patient underwent placement of defendants' optease vena cava filter approximately 8 years, 9 months, post index procedure the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief the patient underwent placement of defendants' optease vena cava filter approximately 8 years, 9 months, post index procedure the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Information contained in the medical records indicated that the filter was placed due to deep vein thrombosis (dvt) of the right common femoral vein. This was detected after a cardiac catheterization was performed, a venous duplex ultrasound was performed as a catheter had been in place for ten days. An attempt was made to extract the clot but was unsuccessful and thus balloon angioplasty was performed. This appeared to show a tail of clot through the right external iliac vein, more attempts were made to rid the clot, but were unsuccessful, therefore it was decided to place an ivc filter to prevent pulmonary embolism. The filter was placed via the left common femoral vein and below the level of the renal veins in the ivc without complication. The patient was admitted to the hospital ten days prior to the filter implant with respiratory insufficiency. The patient had a history of ent carcinoma that had recently been treated with radiation therapy, thus an emergency tracheostomy was performed on admission to the emergency room. The patient also had a history of coronary artery disease and an elevated troponin on admission and therefore, a cardiac catheterization was performed.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of defendants' optease vena cava filter. Approximately 8 years and 9 months post index procedure the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the inferior vena cava (ivc). Information contained in the medical records indicated that the filter was placed due to deep vein thrombosis (dvt) of the right common femoral vein. This was detected after a cardiac catheterization was performed. The patient had a history of coronary artery disease and an elevated troponin on admission and therefore, a cardiac catheterization was performed. During the cardiac catheterization a venous duplex ultrasound was performed as a catheter had been in place for ten days. An attempt was made to extract the clot but was unsuccessful and thus balloon angioplasty was performed. This appeared to show a tail of clot through the right external iliac vein, more attempts were made to rid the clot, but were unsuccessful, therefore it was decided to place an ivc filter to prevent pulmonary embolism. The filter was placed via the left common femoral vein and below the level of the renal veins in the ivc without complication. The patient was admitted to the hospital ten days prior to the filter implant with respiratory insufficiency. The patient had a history of ent carcinoma that had recently been treated with radiation therapy, thus an emergency tracheostomy was performed on admission to the emergency room. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed or further clarified.the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.